Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted:(B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine ( 10 mg/ml at 3.5 mg/day) via an implantable infusion pump. It was reported that the pump had flipping so surgery was performed to move the pocket to the patient's buttocks. It was noted that the catheter came completely dislodged from intrathecal space and a new one was placed.